Manufacturer narrative:
Continued: this device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax medical service facility for further evaluation on service order (B)(4) where the user narrative was not confirmed. Inspection findings are as follows:unit tested all function pass, passed wet leak test, customer complaint not stated, passed dry leak test. The device was returned to pentax inventory. On (B)(6) 2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4)was performed and the DHR review confirmed the endoscope was manufactured on 10feb2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, the user stated that there was no suction. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.